Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. Date of issue is an approximation. The sensor was inserted into the arm, which is off label usage of the device. The patient¿s parent stated the patient developed a skin reaction with a rash. Itching started almost immediately after the sensor was applied. When the patch was removed, there was a flat red rash. The discoloration is fading very slowly but still remains; she stated there is some permanent scarring at this site. A photo received shows a shiny diffuse red inflammation covering the entire sensor patch area with several darker red blister type spots which are mostly around the perimeter. The patient's physician prescribed over the counter hydrocortisone which did not work, and then ordered prescription strength hydrocortisone. No additional patient or event information is available.